Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer spouse reported via phone call that the customer experienced low blood glucose levels of 25 mg/dl. Customer is currently a patient at emergency room (ER) and was provided a guardian transmitter with an enlite sensor. Customer was treated for the low blood glucose with glucagon. Customer stated his blood glucose levels got down to 25 mg/dl either tuesday or wednesday. Customer stated his low blood glucose level happened right after going onto the 670g pump. Without cgm. Customer was offered low blood glucose level troubleshooting but customer declined . The product was not returned for analysis.